Event description:
It was reported that during an unknown procedure, the clip cut the vessel. It is unknown how the case was completed. No patient consequences were reported. This is all the information available. The device has been disposed of.

Manufacturer narrative:
(B)(4). Additional information: no staple line leak, only surgeon attempting to clip vessel and clip looked like it cut through vessel. Second el5ml used to clip vessel. There was a very slight amount of bleeding. There were no blood products given and no change to procedure and no change to post-op patient care.